Manufacturer narrative:
G4 date of initial MDR being corrected from may 28,2019 to may 27,2019. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
The intra-aortic balloon (iab) therapy was initiated. The following day the customer noticed the arterial pressure was irregular and disturbed. The console generated an unknown alarm indicating that the quality of the arterial pressure signal was poor. The therapy continued by inputting information from the monitor. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
The intra-aortic balloon (iab) therapy was initiated. The following day the customer noticed the arterial pressure was irregular and disturbed. The console generated an unknown alarm indicating that the quality of the arterial pressure signal was poor. The therapy continued by inputting information from the monitor. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
The intra-aortic balloon (iab) therapy was initiated. The following day the customer noticed the arterial pressure was irregular and disturbed. The console generated an unknown alarm indicating that the quality of the arterial pressure signal was poor. The therapy continued by inputting information from the monitor. There was no reported injury to the patient.